Event description:
The nurse stated a toric silicone lens model aa4203tl tore prior to insertion and the cause of the lens damage was unknown. The lens was not implanted and there was no pt contact or injury. An msi-p injector, lot number unknown, and the aq cartridge fp, lot number 1195182, were used.

Manufacturer narrative:
Results - visual inspection of the lens showed both haptics were partially torn off missing and there was evidence of surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.